Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with symptoms of syncope, no episodes were noted to explain the symptoms. The right atrial exhibited high thresholds. The device was reprogrammed, the lead remained implanted. Lead repositioning is planned in the near future but not yet scheduled.

Event description:
New information states the lead continued to exhibit high thresholds, chest x-ray revealed the lead had dislodged and was not in a good position, the lead was capped and replaced successfully on (B)(6) 2016. The patient tolerated the procedure well.